Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) instrument stopped working. The procedure was completed with no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument damage consisted of pulley wire breakage (cable breakage) during the procedures, and the surgeons had to use backup da vinci instruments to complete the procedures. No damaged instrument parts had fallen in the abdomen. The instruments have been returned to isi for further evaluations.